Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to a mixture of stenosis and regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 7 months post implant of this 12mm valved conduit in the tricuspid position in a pediatric patient, it was explanted and replaced with a 20mm conduit of the same model. The reason for replacement was not reported. No additional adverse patient effects were reported.